Event description:
Independent repair center: unit is alarming or has a red light. The power box has a short circuit, the filter is missing from the sound box, the filter is missing from the cabinet, the pe valve is not switching, the tie wrap is defective, the pilot valve is leaking, the o-ring is defective, and the tie strap is defective.